Manufacturer narrative:
It was reported that the patient had an unspecified alarm and there was no leak as previously reported with the homechoice cassette. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during setup. The patient was not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.